Event description:
During pacemaker generator replacement surgery, medtronic's representative provided unique serial number identification for correct lead identification from medtronic central database. Pt was recovered without incident and discharged later that day. Pt returned the following day due to complaints of syncope. Pacer interrogation in the ER indicated that the lead connections were reversed. The pt was promptly returned to the operating room for correction of lead connections. In this case, two ventricular leads were used in the original 1998 procedure done at another private hospital. It was determined that the serial numbers for the atrial and ventricular leads of this pacemaker had been reversed in the medtronic central database at the time of the original insertion of the pacemaker in 1998. The pt tolerated the procedure well. The pacemaker was interrogated prior to discharge in 2008.